Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke off at the interesection of the horizontal and vertical arm.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The metal casting to the upper adjustment arm is fractured and broken off from the top pin area. This type of damage has not been observed in the past. A possible cause could be due to an excess of weight bearing down on the upper pivot arm. A possible contributing factor to the mounting arm damage could be due to a loose upper pin. Functional testing could be not performed due to the damage observed on the unit. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke off at the intersection of the horizontal and vertical arm.